Event description:
During a standard dental treatment the head of the handpiece heated up and caused a burn on cheek. Some chlorhexidine ointment has been applied to the burn. No medical care was necessary.

Manufacturer narrative:
The analysis did show that the handpiece had around the push button several points of impact and visible faults. This caused the push button to stick in, causing inner friction and heat up of the head. Reported due to the 2 year presumption rule.